Event description:
Attorney's report of pt's alleged abdominal pain, infection, abscess, required subsequent surgery for drainage of an abscess and mesh explant.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report, when/if product is returned for evaluation or additional information becomes available.